Event description:
Additional information received indicated the implantable cardioverter defibrillator was interrogated successfully. There were no reported adverse effects to the patient post changes.

Manufacturer narrative:
Consumer was checked in section g2.

Event description:
Additional information received indicated the bluetooth (ble) telemetry issue noted on the implantable cardioverter defibrillator (ICD) was due to ble lockout.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.